Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl. Customers wife stated blood glucose was going up all day, so they eventually had to pull out his infusion set. When he pulled out the infusion set they saw that it was bent and feathery. Customer stated infusion set had bent cannula. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.